Manufacturer narrative:
Per the instructions for use, valve malposition is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally or severely calcified native annulus/leaflets, loss of pacing capture, and movement of the delivery system by the operator. Paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for malposition, bav may provide indication of potential balloon movement during valve deployment. In this case, it was reported that patient factors [bulky annular calcification] contributed to the canted position of the valve post deployment, and the resulting pvl. It is also possible that the elliptical shaped annulus contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.

Event description:
During a transfemoral tavr procedure the 26mm sapien xt valve was deployed in a canted position within the annulus causing moderate paravalvular leak [pvl]. The valve position was 70:30 aortic:ventricular on the non coronary cusp and 90:10 aortic:ventricular on the left coronary cusp. A second valve was implanted 50:50 one half cell lower. The paravalvular leak was reduced to moderate via tee and angiogram. The canted position and pvl was likely attributable to the heavily calcified annulus. The procedure was terminated and the patient was extubated and sent to recovery in stable condition. The native annular calcification was described as bulky, native leaflet calcification was moderate, and the aortic root calcification was mild. Coaxial alignment of the delivery system and valve and the image intensifier angle were described as good. Ventilation was held during deployment and there was no loss of pacing capture during valve deployment.